Manufacturer narrative:
An event of paravalvular leakage, regurgitation, high gradient and a torn cusp was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 23mm biocor valve was implanted. During the hospitalization, no aortic regurgitation was observed, the valve pressure difference was not significantly increased, and the patient was discharged on (B)(6) 2019. One week later, on (B)(6) 2019, the patient returned for follow-up and cardiac ultrasonography showed a large amount of paravalvular aortic regurgitation. It was reported that there was no perivalvular leakage. It was decided at the time to observe the patient as the patient had no obvious clinical symptoms. In (B)(6) 2019, the patient underwent another cardic ultrasonography and it was reported that paravalvular aortic regurgitation and mild perivalvular leakage were observed. In (B)(6) 2019, it was reported that the patient's peak velocity of the biocor valve was 3.6 m/s, the peak pressure gradient was 52mmhg, and the mean pressure gradient was 31mmhg. On (B)(6) 2020, the biocor valve was explanted and it was reported that the valve had a large perioral valve without a coronary valve, about 1 cm in length, and a tear was observed at the right junction. A competitor's medtronic mosaic valve was successfully implanted. No patient consequences were reported.